Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician did not have a finger placed at the junction where the mesh leg goes into the sacrospinous ligament, and when he was pulling the mesh leg through, it ripped the tissue and was pulled completely out of the ligament. The pt had "significant bleeding" and the physician applied hemostatic surgical foam and applied pressure and waited 20 minutes for the bleeding to stop before completing the procedure with this device. The pt rec'd "add'l blood" later that night, and was reportedly "doing fine." The physician stated he would follow up in two weeks (from procedure/event date) to address any issues or hematoma that may develop. No further info about the pt or this event has been forthcoming.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.